Manufacturer narrative:
A sample was unable to be collected because the device has already been autoclaved. The complaint was not confirmed by the manufacturer.

Event description:
It was reported that the handpiece had blood coming out of it while the device was being cleaned. There were no adverse consequences reported.